Manufacturer narrative:
An event of malposition of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported malposition of the device appears to be related to procedural conditions (unable to fully re-sheath the valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The devices were prepared per IFU. During the procedure the valve was loaded into the delivery system. The valve was inserted into a 14f non-abbott introducer. During implant it was observed that the valve was able to be deployed at 80% but the lock button did not engage and did not pop up. The valve was unable to be fully re-sheathed. It was noted on fluoroscopy that there was buckling on the sheath around the aortic arch. The valve was safely deployed in the descending aorta. The delivery system was observed to be unable to removed from the introducer so both devices were removed from the patient's body together. Upon retrieval of the delivery system, it was noted that the sheath straightened with no unusual curvature observed. A non-abbott device was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.